Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 139mg/dl. The customer stated that she removed the infusion set and the cannula was bent. The customer stated that the insulin pump did not alarm when the cannulas were bent. Troubleshooting was performed. Ran a high pressure test twice and the insulin pump alarmed motor. The customer stated that the insulin pump was exposed to x-rays in the airport. The customer stated that she completed the rewind process and the displacement test passed. No further info was provided.